Event description:
It was reported that prior to trial procedure, the patient was tested positive for the flu however, did not notify the physician. Following a trial procedure, the patient was admitted to the hospital due to pneumonia. It was unclear if the trial products truly exacerbated symptoms, or if this was due to having sedation while sick, ultimately leading to pneumonia. The patient had a lead pull and the explanted spinal cord stimulation (scs) leads were discarded.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: (B)(6).